Event description:
It was reported that no flow of an unknown medication was observed in a non-dehp y-type microbore catheter extension set during infusion. The customer had reported that the set was connected to a pic line and would not allow fluid to go through it, almost as if it had "clotted up." A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.